Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the patient with this right atrial (ra) lead had reported chest pain approximately two weeks prior. When the patient arrived for a scheduled cardioversion, a pericardial effusion was noted and an perforation was suspected. Additional information was requested from boston scientific field representatives but was not available. This device remains in service. No additional adverse patient effects were reported.